Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates. Reportedly, the insulin gauge displays an accurate amount after loading a cartridge but shortly after the fill estimate shows 20 units of 0 units. Then, the contact reloads the same cartridge onto the pump and received an accurate fill estimate. Reportedly, the cartridges are filled with approximately 180 units. Review of pump data logbook showed that the cartridges loaded from (B)(6) 2016 were filled with 70 to 80 units. Additionally, it was confirmed that on (B)(6) 2016, the customer received a cartridge alarm 1, which showed that the insulin gauge decreased from 15 units to 0 units. During a follow up on (B)(6) 2016, the contact confirmed that a new cartridge was loaded and no further issues had occurred. Contact will continue to monitor pump and cartridge performance. There was no reported impact to the customer's blood glucose level.